Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one introducer needle and one guidewire in a guidewire hoop were returned for evaluation. Visual, microscopic, and dimensional evaluations were performed. The investigation can be confirmed for the reported identified stretching issues as inner flat and round core wires were noted to be protruding from the outer coils and outer coils were noted to be uncoiled at the distal tip of the guidewire and fracture issues as the flat core wire was found to be fractured and bent outside the coils of the guidewire. However, the investigation is inconclusive for the reported failure to advance as exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2024), g3, h6 (device, method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement, the guidewire allegedly failed to advance. It was further reported that when the guidewire was withdrawn, the guidewire was allegedly extended. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 06/2024).

Event description:
It was reported that during port placement, the guidewire allegedly failed to advance. It was further reported that when the guidewire was withdrawn, the guidewire allegedly extended. There was no reported patient injury.